Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, unavailable at the time of this report.

Event description:
The customer reported that a patient on tel 12 was put in standby to go for dialysis, and when returned to the tele to resume monitoring, the central station was showing a different patient's rhythm, and it was noted that the tele was in monitoring mode (not connected to the central station), so the patient was without central station monitoring for 2 hours. The patient was revived from ventricular fibrillation.

Manufacturer narrative:
Logs were reviewed by product support engineering (pse), and it was determined that the customer issue was due to using two smart hopping zones with the same rf ID code. Per communications with the solution delivery manager (sdm), this was a philips installation and the rf ID code has been set this way since 2014 during the installation, however, this was the first occurrence of this issue. The rf code has been modified so that all the its departments have their own code. It was determined that the customer issue was due to using two smart hopping zones with the same rf ID code. No device malfunction occurred, but this is considered an installation/configuration error. .